Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, b3, b5, b6, d6(a), h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown. Clarification to d6a - implant date: 2017 (year only received). Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted, replaced, and discarded.